Event description:
The reporter says that he called resmed regarding his resmed airfit f20 mask because it has been leaking. Although the manufacturer stated that the recall does not apply to his mask, he is still getting a replacement. Additionally, the thermostat on his device is not working, which is causing him to experience a dry throat.